Event description:
Report received from the u.s.a. Stating that the device had a damaged bearings / corrosion. The device was being used during surgery. There were no injury or medical intervention.. There was a 3 minute delay to surgery. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).